Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is not hearing much with the left device. The recipient always had trouble with the left side and did not want to wear the external processor much; however, he had been using the device consistently and lately is still not hearing. An incident of accident or trauma is unknown.

Event description:
The recipient is not hearing much with the left device. The recipient always had trouble with the left side and did not want to wear the external processor much; however, he had been using the device consistently and lately was not hearing as well.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.